Event description:
The customer alleges that the heater shuts down and will not turn on. The alleged failure occurred during set-up. No pt injury or harm.

Manufacturer narrative:
(B)(4). The device history record investigation did not show issues related to complaint. The device was manufactured on 03/2009. A document assessment (fmea) was conducted and no changes were required. Upon receipt, the unit was visually inspected for outward, visible signs of misuse/abuse/neglect (physical check, tp-1). Nothing of any significance was noted in terms of physical damage. Upon receipt, the neptune was connected to 110 vac. The unit passed the initial power connect test (tp-3). The unit also navigated through the power-on self-test (p.o.s.t.) (Tp-4) with no issues. The next test was the temperature display accuracy test (tp-5) using the diagnostic probe kit, part number 425-99, and the following simulated values. Low temperature 25 degrees c. Normal pt scenario 37 degrees c. High temperature scenario 42 degrees c (tp-6). The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The neptune was setup for an abbreviated version of the tp-7 (bench testing) which consisted of the 880-36kit breathing circuit, and a temperature probe. The neptune responded to this test with acceptable results. The unit was prepared for a full functional bench test (tp-7) where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. After six (6) hours of uninterrupted functional testing the unit was shut down and left in the standby mode for 48 hours. The unit stayed in the standby mode for 48 hours with no interruptions. The complaint cannot be confirmed. Per functional testing this complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.